Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient had been having unexplained high blood glucose (bg) levels in the 200-300 mg/dl range over the previous week. She also indicated that the patient had fainted, was brought to a medical center, diagnosed with dehydration, and treated with IV fluids. An EKG and chest x-ray were performed and deemed to be normal. The patient was reportedly released from the medical center the same day. The reporter alleged that the patient might not have received an intended bolus possibly due to the pump not responding to the pressing of the ok button. The reporter had noticed that the keypad was tearing above the arrow keys. A torn keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. She also reported that the up, down, and ok buttons required more than one press before the pump would respond. No trauma or water exposure to the pump was reported. She denied observing signs of irritation/infection. The patient did not find any leakages in the tubing or cartridge. The reporter was unsure if there was air in the cartridge or tubing. The patient reportedly did not have any changes to her diet, weight, or medications. The patient's activity level had reportedly increased. This complaint is being reported due to the following conclusion: the reporter claimed that the patient was treated in a medical center for a symptom that can be associated with severe hyperglycemia. It is unclear if the patient continued to use the pump after the alleged issues began.